Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which a leak occurred. According to the report, the leak originated from the distal end, where the set was attached to the catheter. The alleged defect occurred in the infusion center. The medication that was being administered is unknown. There was a patient involved. However, there were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.